Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2015, evolutr-29-c transcatheter valve implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic to left ventricular (lv) only pacing. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was programmed to provide biventricular pacing at the last programming session, but is now programmed to lv only pacing. The programming change from biventricular to lv only pacing was made at the last programming session but the final report from that session indicated that biventricular pacing was programmed. It was suggested that the programming change may have been made after the report was generated.  The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was determined that there was no issue with the crt-d. A programming change had been made by a device technician during testing. The device was programed back to the original intended settings.